Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water seeping into the cable; poor waterproofing of connectors; and corrosion of the electrical contact points. A root cause could not be identified. Based on the results of the investigation, the it is likely the following lead to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that, the camera head exhibited intermittent image which was suspected to occur due to a broken wire. The issue was observed at the time of inspection, during set up even before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.